Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure for toe amputation, the unit gave a high readings. The customer reported that the pulse oximeter was not displaying an accurate peripheral oxygen saturation, it reads 100% despite this measure the patient for some period of time was hypoxic and as a result has anoxic brain injury. The patient required cardiac pulmonary resuscitation and had anoxic brain injury and is currently in coma.